Event description:
Affiliate reported that there was a shunt infection on the valve system. Catheters obstructed by infection. No pathogen agent reported.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that as the device was received, it was verified that the segments of catheter were not preserved in a cold environment, and a pathology report was not provided by the customer/affiliate. Therefore, the evaluation for the reported infection issue could not be performed. A flow test was performed for both catheter segments and the metal connector, and no obstructions were observed. The difficulty reported by the customer regarding the obstruction could not be duplicated. Both the lot records and sterilization records were reviewed and they revealed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.